Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the intraocular lens (iol) implant procedure, tech were unable to get to lens to unfold. They made attempts to try to do this. Under the microscope, it looked the lens was dry. The procedure was completed with another lens. Additional information received and stated that, another lens was used and all went well.